Event description:
The customer reported that the left monitor intermittently goes dark causing them to lose the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. The system operates as intended.